Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative replaced the cannulas, pipe bundle, drawer, and degasser. He cleaned the (ise) ion-selective electrode bed, performed primes, and performed qc. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial na result was 149.8 mmol/l. The repeated results were 140.5 mmol/l and 140.0 mmol/l. Patient 2: on (B)(6) 2025, the initial na result was 149.9 mmol/l. The repeated results were 144.0 mmol/l and 144.2 mmol/l.

Manufacturer narrative:
Due to the lack of information provided, the investigation could not determine a clear root cause for the issue. The investigation did not identify a product problem.